Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6), 2010. According to the complainant, the patient experienced severe dyspareunia, pelvic pain and something sticking her husband during intercourse which eventually was identified to be symptoms of mesh erosion. All other information, including the patient's current condition, is unknown and reportedly unavailable.